Event description:
It was reported that a patient underwent a atrioventricular nodal reentrant tachycardia ablation procedure with a ez steer nav catheter and during the first ablation, the physician heard a steam pop. The physician came off ablation, but continued on with more ablations after the event. Generator parameters, temperature, impedance, and power were not noted/recorded. The case continued and ended successfully. No patient consequences were reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31842826m and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).